Event description:
Unomedical reference number (B)(4). Event occurred in germany. On 12-apr-2024, it was reported that on 11-apr-2024, the patient experienced that the infusion set cannula had bent in two days. The patient was positioned upright when inserting infusion set, and the belly was the site. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.